Event description:
A pt had an occlusion following implantation of prosthesis. The physician performed a bypass graft, leaving the product in place. Per the cra, the physician speculated the cause for the occlusion may have been either incomplete deployment or a mistake in selection of diameter size.